Event description:
It was reported that a patient had their superion interspinous spacer device was explanted due subsidence. The patient experienced absence of treatment due to the subsidence. The physician explanted the device and replaced it with a non-bsc device. The patient was reportedly doing well following the procedure. The explanted device was not returned to bsc as it was kept by the medical facility.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: approximated based on the date the manufacturer became aware of the event.